Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Tha following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for atrial septal defect using gore® cardioform asd occluder. Postoperatively, transient fever and vomiting were observed, which were considered typical reactions after the procedure. The patient recovered well and was discharged as usual. On (B)(6) 2025, during a follow-up transthoracic echocardiogram, a mobile foreign body was observed attached to the right atrial disc of the device. The physician suggested the possibility of thrombus formation. Since the left atrial disc was not clearly visible, a CT scan was performed. At this point, if the foreign body was limited to the right atrial disc, the primary treatment plan was to monitor the condition with the addition of heparin. However, the CT scan revealed a foreign body on the left atrial disc as well, prompting a transesophageal echocardiogram. The results showed that the foreign body initially seen on the right atrial side had disappeared, indicating it was highly mobile. After consultation with the surgical team, early surgical removal was deemed appropriate. On the same day, the device was surgically explanted, and patch repair using autologous pericardium was performed. As of (B)(6) 2025, the patient remains hospitalized for postoperative care, but recovery is progressing well. The physician reportedly stated as follows: images taken after explantation confirmed that the foreign body was not a thrombus but rather fragile tissue growth. Although the possibility of infective endocarditis (ie) was considered, there was no fever and blood cultures were negative, making infection unlikely, and an allergic reaction is suspected. Pathological examination of the explanted device and culture testing of the foreign body are underway.